Event description:
Potential for injury associated with a gtq3-cg power chair not turning left. This event could cause the product to make unintended and erratic movements and possibly cause injury to the user or bystander.